Event description:
This is a revision surgery due to infection, occurred in (B)(6). The pt had the original surgery performed on (B)(6) 2011: during this surgery, the surgeon implanted a lima hip prosthesis including a delta tt cup. Then the pt suffered an infection with the prosthesis. On (B)(6) 2013, the surgeon explanted the whole hip prosthesis (acetabular cup + liner, femoral head, femoral neck + stem) and an antibiotic spacer has been applied until healing. As a result of the infection, the stem (not marketed in the us) had a little bone ingrowth and subsided. There was talk of leaving the cup implanted, but a decision was made that it should be removed as well. A CT of the cup showed no dead space around the cup (dead space indicated possible infection). After removal, some pus was noted behind the cup.

Manufacturer narrative:
We checked the DHR of all the components explanted; we verified that all of them were regularly sterilized before being placed on the market by limacorporate. We also rec'd some photos of the explants. The photos confirm the little bone ingrowth on the stem, while the cup has visible bone ingrowth on its lateral surface. As we did not receive the explants, a deeper analysis on them is not possible. We rec'd info that a germ responsible for the infection was not identified by the bacterial growth. But the pt has a type of psoriasis that may have caused the infection. No further info is available on this case. Based on our analysis and on the event info, the components themselves were not the cause of this infection. We believe that the pt condition could be the cause of the infection, as pts affected by psoriasis have an increased risk of prosthetic infection (dr. (B)(6)). We are aware of two cases of confirmed infection with a delta tt cup, plus another case of "suspected septic loosening" of a delta tt cup plus this case. (B)(4) no corrective actions have been planned due to this event. Limacorporate will keep monitored the market.